Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event and date of explant are estimated. During the processing of this incident attempts were made to obtain complete patient and event information.

Event description:
Related manufacturer reference number 1627487-2020-23860, related manufacturer reference number 1627487-2020-23861, related manufacturer reference number 1627487-2020-23862. The patient stated she experienced pain in her back and the leads began to protrude through the incision site in her back. An infection was noted to be present and the device was removed. Patient stated she was hospitalized and received antibiotics. Infection has since resolved.